Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis (dka); cause of dka was not provided. A blood glucose (bg) level was not provided. Reportedly, the customer's continuous glucose monitor was not available due to customer not changing out a non-tandem expired sensor. Tandem technical support (tts) educated the customer on changing out their expired sensor in order for the pump to receive bg values. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.